Event description:
The patient was reportedly implanted with the obtryx transobturator mid-urethral sling system, xenoform, the bard align, and a surgisis 4-layer tissue graft, on (B)(6) 2010 and (B)(6) 2010 respectively, at (B)(6), (B)(6) and (B)(6) by dr. (B)(6) (obtryx and xenform) and dr. (B)(6) (align and surgisis) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Additional mfg narrative-notes date of event not provided by the complainant; lot number not provided by the complainant; product expire date unknown; lot number not provided; product catalog number unknown, product unspecified; concomitant medical products: the obtryx transobturator mid-urethral sling system and xenform on (B)(6) 2010. Bard align on (B)(6) 2010. Product manufacture date unknown; lot number unknown; related to MDR 1835959-2015-00154.

Event description:
The patient was reportedly implanted with the obtryx transobturator mid-urethral sling system, xenoform, the bard align, and a surgisis 4-layer tissue graft, on (B)(6) 2010 respectively, at (B)(6) by dr. (B)(6) to treat her stress urinary incontinence and/or pelvic organ prolapse. The patient and her attorney have alleged that as a result of these products being implanted in the patient, the patient has experienced pain, injury, and has undergone corrective surgery.

Manufacturer narrative:
Additional mfg narrative-notes: date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. (B)(4). Related to MDR 1835959-2015-00154. Additional mfg narrative-notes: date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. (B)(4). Related to MDR 1835959-2015-00154.